Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had foreign matter stuck in the suction channel. The issue occurred during set up/ inspection for use. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material might have came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use in: ¿the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, h2, h3, h4, h6, h11.

Event description:
No additional information received from customer.